Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the stylus of the programmer would not stay calibrated. The cable between xy board and overlay was reseated and the stylus was calibrated. It was further noted that the media bay door was damaged and it was replaced. It was also noted that the display hasp was broken and it was replaced. Reconfigured hard drive, reloaded, and updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had been calibrated multiple times with no success. It was noted that over a period of time the stylus was not connecting with the screen accurately and it finally got to the point where it would not move at all. There was a request to recalibrate the stylus. It was further reported through follow up that an alternative programmer was used to resolve the issue. The programmer has been returned for service. There was no patient involvement.